Event description:
During an incident in 1999, involving a male patient in cardiac arrest, this defibrillator read "monitoring only" using r2 pads and cable. This is the first of 2 hs3000 units used at the scene with the same set of pads with the same result. Als arrived and transported the patient to a hospital, where he was pronounced. The customer explained that when tested later at the station with a simulator, the defibrillator was found to be operational.

Manufacturer narrative:
The returned defibrillator was tested using the returned r2 patient cable and proper operation for patient treatment was verified. This testing verified the unit's impedance sensing circuit and ability to treat a rhythm. The customer returned r2 brand pads from another incident and other new/unopened r2 pads that were inspected and tested by a quality engineer. The incident pads caused the unit to operate in "monitor only" mode preventing use of the defibrillator for defibrillation. One new pair with a small 1/2" spot of depolymerization operated properly. Two new pair of r2 pads that were 1/2 depolymerized caused a "check electrodes" prompt that prevented operation of the device for patient treatment. All of the returned r2 electrode pads were determined to be covered by the pending r2 (model 3200) electrode recall. The r2 electrodes were returned to the manufacturer (ballard medical products) and a distributor notification was faxed to ballard. Laerdal customers were notified of the problem of r2 electrode gel depolymerization by a product alert letter dated 10/16/1998 that explained the problem, the electrode models and lots involved, and what the customer should do if they had any of the affected r2 electrodes. The customer was sent a letter explaining our evaluation.